Event description:
It was reported that the patient underwent laparoscopic hernia repair procedure on (B)(6) 2015 and mesh was implanted. A small hole was noted in the mesh packaging and was not used. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.